Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine during peritoneal dialysis. The patient was connected at the time of the observed air, during initial drain of therapy. The patient reported air bubbles in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The technical services representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.